Manufacturer narrative:
This event occurred on an unspecified date in june 2018. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked before product use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.